Event description:
Baxter china received a report that an infusor had a reservoir rupture during patient infusion. The concomitant medical products are currently unknown. However, the device was filled with a solution containing 250 ml. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Further investigation by baxter revealed that this report is a duplicate of report number 6000001-2012-14024.